Event description:
It was reported that during a da vinci si prostatectomy procedure the large suturecut needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grip cable was broken and stuck out at the wrist. The idler pulley exhibited rim and face damage. No other cable damage was found.